Event description:
Received electronic report from a peritoneal dialysis user facility. It was learned that a dialysis pt had a leak that occurred at the connector area when this tubing set was in use. As a result of the leak, this pt was administered a prophylactic intraperitoneal dose of antibiotic for a possible contamination. A sample is available for eval. There was no report of injury or ill effect to this pt from this event. This pt continues to receive her peritoneal dialysis with the use of these tubing sets.